Event description:
A pt who had insertion of permanent pacemaker several years ago, was admitted for symptomatic bradycardia related to questioning malfunctioning pacemaker. It was though that the batteries needed to be changed. The pt was taken to the operating room and it was found that the header (plastic portion where leads are attached) of the permanent pacemaker was separated from the body (metallic portion) of the pacemaker. A new pacemaker was inserted.